Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 50-89 mg/dl in the morning and juice was consumed to address the low bg. The customer was brought to the emergency room (ER) via ambulance and was provided food to eat. After 5 hours, the customer left the ER with a bg of 235 mg/dl. The customer was feeling better and the bg was returning to target level. The customer reported that the night before, a 10 unit quick bolus was delivered at 9:00pm and as he had forgotten that this was done. Another 10 unit quick bolus was delivered at 11:17pm. The customer acknowledged that the low bg was due to human error.